Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber hub at the y-connector of an interlink non-dehp minivolume extension set was displaced which resulted in a fluid leak. This issue was observed while priming the set prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: a1, d4: unique identifier (UDI) #, d5. Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received without its primary packaging for evaluation. Visual inspection of the returned sample identified the incorrect position of the rubber (yellow rubber) at the component y-site. Pressure test was performed on the returned sample, and a leak was observed at the same location (y-site) due to the incorrect position of the rubber. The reported condition was verified. The cause was related to supplier manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.